Manufacturer narrative:
Occupation: occupation is lay user/patient. The customer¿s meter was returned for investigation. The customer's meter was provided for investigation where it was tested using retention strips and controls. Testing results (qc range = 2.8 - 4.2 inr): qc 1: 3.5 inr, qc 2: 3.4 inr, qc 3: 3.5 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Relevant retention test strips (lot 397393) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant back to back inr result with coaguchek xs meter serial number (B)(4), in addition to, when compared to a laboratory result using the stago neoplastin method. The meter result was 5.3 inr and the laboratory result was 3.4 inr. The laboratory results were believed to be correct. The patients therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred.